Event description:
A pt contacted zoll customer support to report multiple occurrences of code 100- program image corrupt. In addition, the pt reported that his battery pack was faulting in the charger. The patient was issued a replacement monitor and battery pack.

Manufacturer narrative:
Device eval summary: device val of monitor sn (B)(4) has been completed. The reported problem (code 100) was confirmed. As received, the monitor was able to detect and treat. However, upon eval, the monitor was experiencing abnormal shutdowns, excessive current draw and the inability to reprogram. The cause of the code 100 and the nonconformities experienced during servicing cannot be positively identified but is likely corrupt flash memory. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. Upon investigation the battery was non-functional in a test charger and test monitor. The cause for the non-functional battery was excessive discharge of the cells. The root cause for the discharged cells cannot be positively identified. No adverse event resulted from the defective monitor or battery cells. The patient received a replacement battery pack. Mfg date - monitor: 01/01/2009, battery pack: 01/01/2008.